Event description:
Procedure: lap. Total gastrectomy. Customer states: used with I-drive and tri. When approaching to the patient's tissue, after loading the reload, it could not be fired at all. A new reload was opened to complete the procedure. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding

Manufacturer narrative:
(B)(4).